Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced lyme disease ("chronic lyme disease"), mitral valve incompetence ("mitral valve regurgitate"), tricuspid valve incompetence ("tricuspid valve regurgitate"), renal disorder ("I am sicker than ever/ my right kidney having issue"), meniere's disease ("meniere's disease"), dizziness ("dizziness") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (total hysterectomy,oophorectomy). Essure was removed. At the time of the report, the medical device removal, lyme disease, mitral valve incompetence, tricuspid valve incompetence, renal disorder, meniere's disease, dizziness and blepharospasm outcome was unknown. The reporter considered blepharospasm, dizziness, lyme disease, medical device removal, meniere's disease, mitral valve incompetence, renal disorder and tricuspid valve incompetence to be related to essure. The reporter commented: I went to my pcp and then an ent. Diagnostic results (normal ranges are provided in parenthesis if available): stress echocardiogram - on an unknown date: abnormal. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, lyme disease, mitral valve incompetence and tricuspid valve incompetence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event "eyelid twitching" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), lyme disease ('chronic lyme disease'), mitral valve incompetence ('mitral valve regurgitate') and tricuspid valve incompetence ('tricuspid valve regurgitate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced lyme disease (seriousness criterion medically significant), mitral valve incompetence (seriousness criterion medically significant), tricuspid valve incompetence (seriousness criterion medically significant) and renal disorder ("I am sicker than ever/ my right kidney having issue"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal, lyme disease, mitral valve incompetence, tricuspid valve incompetence and renal disorder outcome was unknown. The reporter considered lyme disease, medical device removal, mitral valve incompetence, renal disorder and tricuspid valve incompetence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): stress echocardiogram - on an unknown date: abnormal. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, lyme disease, mitral valve incompetence and tricuspid valve incompetence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received from social media. Event kidney disorder was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), lyme disease ('chronic lyme disease'), mitral valve incompetence ('mitral valve regurgitate') and tricuspid valve incompetence ('tricuspid valve regurgitate') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced lyme disease (seriousness criterion medically significant), mitral valve incompetence (seriousness criterion medically significant) and tricuspid valve incompetence (seriousness criterion medically significant). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the medical device removal, lyme disease, mitral valve incompetence and tricuspid valve incompetence outcome was unknown. The reporter considered lyme disease, medical device removal, mitral valve incompetence and tricuspid valve incompetence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): stress echocardiogram - on an unknown date: abnormal. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, lyme disease, mitral valve incompetence and tricuspid valve incompetence. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced lyme disease ("chronic lyme disease"), mitral valve incompetence ("mitral valve regurgitate"), tricuspid valve incompetence ("tricuspid valve regurgitate"), renal disorder ("I am sicker than ever/ my right kidney having issue"), meniere's disease ("meniere's disease") and dizziness ("dizziness"). The patient was treated with surgery (total hysterectomy,oophorectomy). Essure was removed. At the time of the report, the medical device removal, lyme disease, mitral valve incompetence, tricuspid valve incompetence, renal disorder, meniere's disease and dizziness outcome was unknown. The reporter considered dizziness, lyme disease, medical device removal, meniere's disease, mitral valve incompetence, renal disorder and tricuspid valve incompetence to be related to essure. The reporter commented: I went to my pcp and then an ent. Diagnostic results (normal ranges are provided in parenthesis if available): stress echocardiogram - on an unknown date: abnormal. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, lyme disease, mitral valve incompetence and tricuspid valve incompetence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event meniere's disease, dizziness was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.